Event description:
Acquired x-ray images display sideways. This has been reported to the MFR (ziehm imaging, inc.) As of (B)(6) 2015 and there has been no clinically viable permanent solution to address this problem. From clinical perspective, this can be pt safety issue as images are mislabeled and can be misinterpreted. We have samples of images that have been sent to the MFR with no response on when this will be fixed. Instead workarounds were proposed rather than solving the underlying product problem. These workarounds take more time than is necessary and prolong the pt's medical procedure.